Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, prime, and excessive no delivery alarm test. No excessive no delivery alarms were noted. The pump functioned properly. The pump was received with scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call of high blood glucose readings and excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 600+ mg/dl. The father stated that they tried the silhouette sets but did not resolve the issue. The customer will be sent a replacement pump.